Event description:
A clinic reported that a pt had been on a phoenix machine for approx three to four mins when the pt asked to be taken off the machine to go to the bathroom. The pt coded on the way to the bathroom and could not be resuscitated. The facility's nurse mgr does not feel that the phoenix machine caused or contributed to this pt's death. A gts rep inspected the machine and found that the machine performed according to MFR's specs. The machine is back in svc.